Event description:
It was reported that the patient underwent a left hip arthroplasty. Approximately 1.5 months later, the patient was revised due to recurrent dislocations. Subsequently, the patient was revised again approximately 2 months later due to dislocation and it was found that the liner had fractured. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, a2, a4, a5, b5, b6, b7, e1, e2, e3, h2, h3, h6. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. The patient was admitted for pain, dislocation, with 4 closed reductions performed during hospitalization with repeat dislocations. Liner fractured with several pieces of the poly in the acetabulum. No intraop complications. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 01610.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#103202 taperloc por fmrl 7.5x135 lot#521400. Cat#14-103652 univ 2-hole shl 52mm lnr sz 23 lot#961440. Cat#103533 ti low profile screw 6.5x30mm lot#374270. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: (B)(4), 0001825034 - 2021 - 01610, 0001825034 - 2021 - 01611.

Event description:
It was reported that the patient underwent a left hip arthroplasty approximately 6.5 years ago. Subsequently, patient was revised due to dislocation approximately 1.5 months later. The patient was revised again approximately 2 months later due to dislocation and it was found that the liner had fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g3, h2, h3, h4, h6 reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.